Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred during a spinal fusion procedure. It was reported that the system could not take a radiographic image. The use of the system was abandoned. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.